Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'difficult insertion, urethral injury during insertion¿ with a potential root cause of 'outside diameter is too large, rough or irregular shape protrusions, catheter is too stiff due to wall thickness and material durometer rough or irregular shape protrusions.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "open package and remove plastic wallet. Open plastic wallet and don gloves. Pull catheter out of tube to desired length. Lay tube in sterile field. Open lubricant and lubricate catheter. Open swab packet. Cleanse vaginal area. Proceed with catheterization. Pull catheter out of top; tighten cover and depress blue spout. Fill out label, place on centrifuge tube. Send to lab in normal manner."

Event description:
It was reported that the catheter was rigid causing urethral trauma during insertion.